Event description:
It was reported that prior to an unknown procedure this device didn¿t work for 'rotation tip' before procedure for test. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.